Event description:
During a cavotricuspid isthmus ablation procedure, heart block occurred. The procedure was stopped to stabilize the patient. No additional adverse consequences to the patient were reported. The patient will continue with anticoagulation therapy for at least three months.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.